Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine and baclofen via an implantable infusion pump. It was reported that the patient presented to the emergency room with uncontrolled pain and lower extremity weakness three days following the addition of baclofen to the pump. A magnet was placed over the pump. The provider saw the patient in the hospital and resumed the therapy and decreased the rate by 30%.